Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product family for this latex foley catheter product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the latex foley catheter product ifus are found to be adequate based on past reviews. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the foley catheter "would not allow the bladder to drain." It was reported that the "patient was performing voiding trials after a bladder surgery but was not passing. The foley was replaced with the assistance of the rn. The foley did not drain well and appeared to be air locked. The physician ordered for the nursing staff to plug the catheter and come in and drain q1-2 hours so the bladder would not overfill."